Event description:
It was reported that the patient was readmitted due to low hemoglobin. The patient also had hematuria and melena on presentation so a consult was done for gastrointestinal (gi) bleeding. No source of bleeding was identified as esophagogastroduodenoscopy (egd), colonoscopy, and enteroscopy were all benign. The patient received 5 units of packed red blood cells (prbcs), octreotide injections, oral protonix, and coumadin (warfarin) bridge on heparin drip. Hematuria was likely due to international normalized ratio (inr) and prothrombin time (pt) elevation. Aspirin was stopped and the patient's inr goal was lowered. It was planned to continue home octreotide injections and frequent hemoglobin and hematocrit monitoring in addition to fish oil bi-daily at discharge. No hematuria or melena were observed since (B)(6) 2022. As of (B)(6) 2022, the patient was awaiting discharge pending target inr with no new drop in hemoglobin. The pump was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.